Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that fire was not completed, staple knife stopped around mid-point of staple line. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n56r7z. The analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete, and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: n56r7z. The analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete, and the staples were noted to have the proper b-formed shape. The analysis results found that the tr45w reload was received partially fired 1/3 and with damage to the spring cartridge lockout. No functional test could be performed due to the condition of the returned reload. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Performed by (B)(6). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Please reference the instruction for use for more information.